Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture infections (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
CT guided aspiration of the right shoulder occurred on (B)(6) 2019 due to pain ¿ ruled out infection. Results of aspiration were not provided in this set of medical records.

Event description:
On (B)(6) 2017, the patient underwent a primary right shoulder arthroplasty due arthritis. Depuy products were implanted with depuy cement. There were no indicated complications during the primary operation. It was indicated that the patient also had a left shoulder replacement implanted on an unknown date in 2010 involving products of an unknown manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6b, h6 (clinical, impact, codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient had a right shoulder arthroscopy, removal of deep shoulder implant, glenoid component to address osteoarthritis, capsulitis, loose glenoid component. During the procedure, the surgeon noted significant inflamed tissue. No surgical complications noted.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that the patient had a shoulder replacement 22 months ago and the plastic piece was loose in his back and it's about 2 months now it was broke off. Doi: none reported - dor: none reported (unk shoulder).